Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: detached balloon fragment and fistula thrombus surgically removed. It was reported that during a fistula angioplasty procedure, the fox plus balloon ruptured at an unspecified pressure, during the third or fourth inflation. The delivery catheter was removed but a detached balloon fragment remained in the pt's anatomy. The pt underwent surgical removal of a fistula thrombus and the detached balloon fragment. Though requested, no add'l info was provided.

Manufacturer narrative:
Eval summary: the device was returned incomplete for investigation. The tip, one marker, and one quarter of the balloon were missing. One marker was dislocated and loose. The device showed a kink. The balloon was cut. Flushing of the device was possible. The 0.035" guide wire could be inserted from the distal as well as from the proximal side of the device without any abnormalities. Slight resistance was felt at the kink, but guide wire compatibility was found. A root cause for the balloon rupture could not be determined based on the investigation. No manufacturing issue was detected. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.